Event description:
A customer reported experiencing continuous blockages in their insulin pump despite replacing the line. The details indicated no adverse impact on the customer's blood glucose level. Tandem technical support is awaiting the return of the pump for further examination, and a replacement pump has been arranged for the customer. No additional information was received regarding the outcome of the event.